Event description:
On (B)(6) 2011, customer was troubleshooting an error message with unknown icons and the act-diff instrument leaked cleaner during the shut down cycle. Customer cycled a patient sample to test the instrument and observed the white blood cell (wbc) and red blood cell (rbc) baths overflowing. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the tubing plugged at lv14, which caused the bath overflow. Fse replaced the tubing, cleaned the bath and replaced the vic, all fluid filters, probe wipe, and pump tubings. Fse verified operation.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).